Event description:
It was reported that the ventilator alarmed for high airway pressure. There was no patient harm. Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
The ventilator was investigated at site by our field service engineer. No device errors could be detected and no parts were replaced. The ventilator passed all functional and safety tests and was cleared for clinical use. According to the field service engineer, the registrations from 03/10/2022, are overwritten in the internal log. The technical log does not contain any technical error codes to indicate that there was a ventilator malfunction at the time of the event. The root cause for the high pressure situation could not determined.